Event description:
The customer reported tha the ventilator had just been overhauled by the manufacturer. During incoming inspection there was no air pressure going to the "exhalation valve" mounted on the side of the ventilator. Per the customer, "there seems to be an internal airline that is disconnected."

Manufacturer narrative:
Reviewed of the service records found tha the ventilator had been overhauled by the manufacturer with a completion date of (B)(6) 2014. The failure was reported on (B)(6) 2014. The ventilator arrived ina damaged shipping box. The enclosure was damaged, the lower panel was loose, and the flow meter on the mixer was loose. Further evaluation found that a screw was missing from the lower front panel and the fio2 knob was rubbing on the face plate. Testing was completed on the device as it was received. The ventilator, including mixer, passed all functional test and was found to be in specification. The reported failure could not be verified and/or duplicated. The damage to the ventilator was caused by poor packaging of the device in the shipment box.